Event description:
A physician reported during a discussion with a rhytec rep, that a pt treated in 2006 had developed blistering in the area of the chin and temple shortly after treatment. The pt was treated with augmentin and then keflex. The pt went to an endocrinologist for further treatment. The reporting physician lost contact with the pt.

Manufacturer narrative:
The portrait psr3 is non-contacting, and is unlikely to infect the pt. A physician's guide and pt guide were released in april 2008 providing additional post care recommendations.